Event description:
Pt with known cad. Had 2 non overlapping taxus stents placed to the lad in 2004. Had an episode of unexplained staph aureus "bactermia" in early april. Treated with 6 weeks of IV antibiotics with resolution. Felt well until 2004 when they developed abrupt chest pain. Found to have a large aneurysm involving one of the taxus stents. Went to bypass surgery to resect aneurysm and removal of first stent.